Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that there was foreign matter on the suture. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm what was the initial procedure? Unknown. What is the procedure & event date? Unknown. Could you please confirm if the foreign matter found was something biological (hair, insect, etc)? Please clarify. Customer said there¿s a thin thread on suture, the thin thread looked like the part of suture split. Are there any photo available for visual analysis? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: an opened sample of product code j546 was returned to ethicon inc for analysis. Upon initial inspection to the sample no external damages were observed on the packet. However, foreign matter that appear to silicone was observed on a needle. The product code is double armed. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.